Event description:
The facility reported a colleague infusion pump with a malfunction of the open button not working. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known to have occurred in the central supply department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "open button does not work" was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module keypad. The pump head module (keypad is a part of the pump head module assembly) was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.